Event description:
Pt with osteosarcoma with infected port-a-cath, under general anesthesia for removal of port-a-cath. With gentle manipulation of tissues, the plastic sheath separated from the port-a-cath. Catheter migrated into the subclavian a few cm. Pt had catheter removed through groin approach without complications.